Event description:
An event involving a secondary set, there was an issue with the secondary tubing sets, it looks like they were leaking through the vent multiple times with different sets. There were no reported involvement and harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 apr 2026 has been used as a placeholder. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.